Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for permanent contraception. On or about (B)(6) 2008, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. She reported to her healthcare provider that she was experiencing severe and constant pelvic pain, abnormal bleeding and clotting during menses, fatigue, and weight gain. Plaintiff also discovered that the coil in her right tube has migrated. On or about (B)(6) 2015, she saw her physician and underwent a total hysterectomy and bilateral salpingectomy. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe and constant pelvic pain, abnormal bleeding (seen as genital bleeding), and also discovered that her right tube has migrated. All these events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these two events and suspect insert cannot be excluded. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes. This movement could be an expulsion into uterus or vaginal canal or dislocation into fallopian tube or to peritoneal cavity. Although, in this particular case, the exact mechanism of the dislocation is unknown, given its nature; causality with the suspect device cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality safety evaluation received on 09-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe and constant pelvic pain, abnormal bleeding (seen as genital bleeding), and also discovered that her right tube has migrated. All these events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these two events and suspect insert cannot be excluded. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes. This movement could be an expulsion into uterus or vaginal canal or dislocation into fallopian tube or to peritoneal cavity. Although, in this particular case, the exact mechanism of the dislocation is unknown, given its nature; causality with the suspect device cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.